Manufacturer narrative:
Through follow-up communication with the technician in charge livanova deutschland learned that the device was tested and was found to be working as per specifications. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A serial readout was provided to livanova nova for further investigation. However the evaluation of the read out could not confirm the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an error message during procedure. There was no report of patient injury.